Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The customer found evidence of a defective cell rinse tube. The field service engineer (fse) inspected the module and confirmed the cell rinse tube was broken. He then repaired this part. The investigation excluded reagent issues as no further cases were reported and correct reruns were performed with the same reagent. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from multiple patient samples tested on the cobas 6000 c501 module. The initial results were reported outside of the laboratory. The reporter received complaints from the treating medical personnel prompting the rerun of the patient samples. The reporter was able to provide three patient samples with discrepant results: sample 1 the initial na result was 177 mmol/l the repeat result was 145 mmol/l. Sample 2 the initial na result was 167 mmol/l the repeat result was 146 mmol/l. Sample 3 the initial na result was 149 mmol/l the repeat result was 138 mmol/l.